Manufacturer narrative:
He reported system issue was addressed with phone support. No site visit was conducted. The system was working properly and no additional action was required. A system log review cannot be performed because the system logs are not available at this time. The system was not connected to onsite. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the customer experienced a system issue and also mentioned that the procedure was converted to an open procedure after the start of the procedure. It was noted that it was converted, "due to the patient" but follow-up to clarify what that meant was unsuccessful. It is unknown if the procedure conversion was related to the system issue because the sequence of events could not be confirmed. While there was no harm or injury to the patient that was reported, converting to an open procedure after the start of a surgical procedure could likely cause or contribute to an adverse event if the patient was not able to tolerate a conversion.

Event description:
It was reported that the customer unplugged the patient side cart (psc) from ac power to move the psc to a different location and the psc displayed a non-recoverable error 31221 and turned off. Onsite was not connected at the time of the call, so system logs could not be viewed. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the caller through powering on the psc in stand-alone mode and disconnecting the psc from ac power; the psc switched to battery successfully. The caller stated they converted the procedure to open due to the patient and terminated the call. There was no report of patient injury. Isi followed up with contacts from the site to request additional information regarding the reported system issue, and the converted procedure. However, no further details have been provided as of the date of this report.